Event description:
It was reported to philips the device showed a system display malfunction. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty processor pca. The fse replaced the processor pca. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
Updated bad to 01dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.